Event description:
It was reported that a user contacted support to ask whether lowering his programmed weight would reduce insulin delivery and reported recurrent low glucose events while using the ilet, including a current low with pump glucose of 62 mg/dl after a low-carbohydrate lunch; he does not announce meals and treated with lunch plus approximately 20 grams of fast-acting carbohydrates. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic symptoms. Outcomes included self-treatment at home without emergency care or hospitalization. Investigation included user education regarding accurate weight entry and referral to a clinical support line for medical guidance. Investigation of this case revealed no device malfunction reported or observed and suggested that hypoglycemia could be related to unannounced meals and user behavior rather than a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.